Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection of the returned fragment revealed severe explantation damages such as elongated inner and outer conductor coils. Several damages of the insulation were observed. Blood penetrated the lead. Due to the damages the mechanical and electrical inspection of the returned fragment was not properly feasible. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited oversensing, pacing inhibition and undersensing. The lead was explanted and replaced during a routine device replacement. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.